Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon fell apart and the string pulled out prior to use. She did not use the tampon and discarded it.